Event description:
The technician alleged the right head side rail would not latch. No pt impact.

Manufacturer narrative:
The technician removed the burrs found in the locking pins in the center arm side rail assembly to resolve the issue.